Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint from the customer on the v60 device indicating that although the device worked normally after a field change order execution, it could not be turned on two days later, and the screen was blank. It was reported that there was no patient involvement at the time the issue was discovered.

Manufacturer narrative:
An authorized service provider (asp) engineer was dispatched onsite to evaluate and repair the device. Upon arrival, the asp engineer confirm the reported issue and discovered that the device could not connect to an external power source. After restarting and checking the device, the asp engineer found that the issue remained after reconnecting the power supply. The asp engineer therefore replaced the power supply and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.